Manufacturer narrative:
Submit date: 12/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a suction tube. The customer states that during suctioning of a patient in a shoulder case, the yankauer suction began spurting blood. When the rn investigated the source of the leak it was discovered that the yankauer was cracked and tape applied over the crack. The customer asserts that the yankauer arrived in the sterile pack in this state, cracked and with a piece of tape applied over the crack.

Manufacturer narrative:
An investigation was performed. A physical sample was not received for evaluation; however, a picture was attached in the system for evaluation. After performing visual inspection, a white line was observed, however it was not clear. The reported condition was not confirmed. A review of the device history record could not be conducted because a lot number was not provided. An investigation was performed to analyze different perspectives about the origin or causes of the reported condition. The complete manufacturing process was reviewed from the extrusion to the packaging process to identify the potential condition that could cause the reported condition. The physical condition of extruder machine (extruder, tooling, cooling tank and puller) was reviewed to detect conditions that could generate to the reported condition, but an issue was not detected in this equipment. The automatic machine was reviewed for tips melt and bender of the product was reviewed in all stations and was detected that the plates which move the material during the process was presenting a wear in the cavities (rough surface). To verify if this condition could damage the product or reproduce the reported condition, samples were produced by the validated process limits and the material suffered some rough marks but the reported condition was not duplicated. The product analysis did not confirm the failure contributed to the reported condition. Potential ro ot causes for the reported condition include: was eliminated the wear on all cavities (rough surface), was added in autonomous maintenance the inspection of the cavities by the machine operator and if he/she detects an issue will be reported immediate to maintenance department to repair it. If information is provided in the future, a supplemental report will be issued.